Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgical procedure the patient received an inappropriate shock. It was unclear if a magnet was not placed over the patient¿s implantable cardioverter defibrillator (ICD) or if detections were not turned off. A lead integrity alert (lia) was also triggered for noise. A slight right ventricular (rv) coil impedance drop was noted; however, it was still in normal limits. The ICD remains in use. No further patient complications have been reported as a result of this event.